Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by force-priming the set; the set was found to flow normally. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to prime a one-link IV connector set with an unspecified drug. The syringe was added to the set to flush the line and no flow was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.